Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was 52 mg/dl. Customer's current blood glucose was 89 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.